Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to customer's blood glucose. Customer unable to be reached to complete troubleshooting, and no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.